Manufacturer narrative:
Correction: please refer to section h6 method code. The device was reported as ¿synthes 3.5 titanium cannulated screw¿ with no surrounding information. Based on this description, the device belongs to a synthes (titanium cannulated screw portfolio) as the competitor is clearly identified. Therefore, the reported device does not belong to stryker.

Event description:
It was reported that: patient contacted our customer service with inquiry regarding surgery they underwent two years ago. Following products were implanted: variax stryker, synthes 3.5 titanium cannulated screw, k-wire and variax synthes cortical screw. Shortly after the injury it turned out patient is allergic and has significant skin issues. They suspect it might be due to implants used during that surgery and requested from us bill of material to exclude potential allergies to substances used in stryker implants.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that: patient contacted our customer service with inquiry regarding surgery they underwent two years ago. Following products were implanted: variax stryker, synthes 3.5 titanium cannulated screw, k-wire and variax synthes cortical screw. Shortly after the injury it turned out patient is allergic and has significant skin issues. They suspect it might be due to implants used during that surgery and requested from us bill of material to exclude potential allergies to substances used in stryker implants.